Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the guidewire was stuck in the lead. It was also noted that all conductors were distorted and the lead was damaged at implant.

Event description:
It was reported that during the initial implant, a left ventricular lead was attempted, but not used because a guidewire became stuck in the lumen of the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.